Event description:
It was reported that since implant, the system had not helped the patient. It was noted that it worked for a little time, but it did not help all the time and it turned itself off. It was noted that the patient had it adjusted once. The patient saw her doctor a few months, who indicated to wait till this month and then had the patient contact the manufacturer representative, who advised the patient to switch from program 1 and program 2. The patient was currently at 5.2v, was not feeling therapy, raised to 6.0v and felt it and it was comfortable. Additional information received reported that the patient went from program 2 to program 3, and when she tried to increase the stimulation, it gave an information screen indicating to turn stimulation on. When the patient tried to increase the stimulation, she did not feel anything. The patient was unable to adjust stimulation and the device was powered off. Basic patient programmer functionality, including button use, was reviewed with the patient. The patient was on program 3 at 3.0v, advised to turn stimulation down before turning device on, and noted that patient felt stimulation at 5.6 v on program 2, but she could not go higher than 6.0v. It was noted that on program 2 the patient felt stimulation in the rectal area, discomfort and that was the reason for the change to program 3. The patient had an upcoming doctor¿s appointment regarding symptoms and confirm if the patient was using it correctly. The patient had waited three weeks at a time in between programs since last ¿call¿ and indicated that she was told that after 72 hours one could tell whether a program was working or not and wondered if that was true. Additional information received reported that the patient was still having concerns regarding her device/therapy, but was working with her doctor/manufacturer representative with a noted appointment date two days ago. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va07ddg, implanted: (B)(6) 2013, product type lead; product ID neu_unknown_pump, serial # unknown, product type pump. (B)(4).